Event description:
Consumer reported complaint for defective lcd display. Customer stated the meter displays the characters with low contrast, and when in the averages screen it shows a transparent line going across the screen. Customer stated that she changed the meter battery twice. During the call the true track meter showed 888 on the startup screen display but in a low contrast. The customer reported having a headache; medical intervention was not needed at the time of the call. Customer's test strips are expired: manufacturer's expiration date is 08/13/2010. Product storage and open vial date were not provided. Customer did not administer any medication based on results, and no medical intervention related to the displayed results was reported. Customer is using discontinued product; customer was upgraded to true metrix product line.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: broken piece of meter. Test strips were not returned for evaluation. Root cause: rc-076: mishandled by the end user. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.